Event description:
The surgeon performed a right side arthrodesis on the pt utilizing three ifuse implants. The date of the initial surgery is not known. Pt had a recurrence of si joint pain after a period of feeling better. Pt had relief from an si joint diagnostic injection. On (B)(6) 2013, the surgeon performed a revision surgery and placed two additional ifuse implants (4 x 35mm and 4 x 40mm) to stabilize the si joint.

Manufacturer narrative:
Based upon the complaint info and investigation, as well as review of the surgeon training manual, IFU and fmea, the root cause could not be determined with the info provided.